Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this study case reports a revision surgery was performed approximately 2 years post-implantation due to infection. The requested operative reports and x-rays have not been provided to fully evaluate the clinical root cause of the reported event. Therefore, patient impact beyond the revision cannot be determined. Without the requested information, no further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery of patella component was performed due to infection. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.